Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a pump stop alarm and left ventricular assist device (lvad) fault alarms were seen. The event log file captured internal fault event associated with motor instability on 10may2024 at 09:35:56. The lvad faults continued throughout the remainder of the log file. Power increased were noted to be as high as 20.9 watts. The pump has stopped and restarted a few times. There was also a communication error which made the pump log files unable to be downloaded. There may have been pump ingestion causing the series of events. The log file ended with the pump running at 5000 rpm. The remaining lvad faults were reported to be communication faults which can usually be resolved by power cycling the pump by disconnecting and reconnecting the driveline. If the power cycle would be successful, the pump would return to a speed of 5300 rpm. The system controller was exchanged, and everything was fine. The speed changed to 5300rpms, and the settings showed 5300rpm and low speed limit of 4900rpm with the correct hematocrit. However, three minutes later, the alarm with lvad faults and a pump stop. Low flow, low speed advisory, and lvad faults were noted. Additional log files were submitted that showed the pump was connected and started operating at a set speed of 5300 rpm for a few minutes. This was followed by speed drops less than the low-speed limit and the power was trying to return to the set speed. During this time, some of the same lvad failures occurred as seen earlier but the lase few lines showed all the alarms cleared and the power was decreasing. The communication appeared to be reestablished. Per the bedside nurse, upon arrival to the bedside, interrogation of the heartmate 3(hm) lvad showed increased flow of 9.9 lpm with increased power at 01:40:15 with subsequent loss of speed eventual flow with steady increase in power up to 16.736w. The nurse also reported a sound coming from the chest that sounded like a car motor and the patient reported hearing gurgling sound in their abdomen. When the speed resumed at 4800/ 4900 rpm and flow back up to 2.9 at 01:40:41. Total duration of the event was 26sec. There was also recurrent high flow of 9.4 lpm with speed back to 0 and lvad fault alarm at 01:47:33 with ongoing alarms until 01:47:41, with total duration of 8 seconds. At the bedside, the patient was reported to be asymptomatic with stable vad mean arterial pressure (map) of 88 (85/62 per machine). However, the patient reported these two events woke them up from sleep and could hear gurgling sound in their chest. Additional log files were submitted that captured pump stops and speed drops below the low-speed limit. These were associated with a similar pattern in lvad faults along with increasing power. The last line of the event file showed the pump was off and communication was lost again. The event was thought to be related to an electrostatic discharge (esd) event related to the bed the patient was on. The patient was changed to the bed because they were tall. The nurses had temporarily unplugged the bed to see if the alarms would resolve and they thought it had. However, during the night, the patient had 2 more lvad fault alarms. The bed was removed from the room and the patient was sitting in the stretcher with no electrical equipment nearby except the vad equipment. The latest line of data in the event log file showed the pump was running at 5300 rpm, flow at 4.4 lpm, pi at 3.5, and power at 3.6 watts. The pump parameters were in ranges expected for a set speed of 5300 rpm. No further alarms were reported and the patient was discharged.

Manufacturer narrative:
Voluntary medwatch number mw5155104 was received on 13jun2024. D4: UDI corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
A voluntary medwatch was received that stated hill-rom versacare p500 mattress was causing interference with left ventricular assist device (lvad). This patient was admitted and placed on the bed due to their height. During the evening, the patient started having multiple different alarms including low flow, high power, pump stop, and low speed. These were all very critical alarms and the patient reported feeling bubbling in their abdomen, and nursing staff reported hearing abnormal hums coming from the patient's chest. After consulting with abbott engineers and sending log files, a system controller exchange was completed which initially resolved the alarms/events, but within a few minutes, the alarms reoccurred. After further consulting, it was discovered the patient's bed may be causing interference similar to an electrostatic discharge (esd) that could cause the pump to stop and restart. The patient was moved from the bed into a chair and the alarms decreased but still occurred. The bed was removed from the patient's room and all alarms/events stopped. It was reported this has happened with other bed surfaces in the past. Log files showed that this patient's pump was stopping and having difficulty restarting. It was additionally reported that the patient experienced ventricular tachycardia (non-sustained).

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump resets, low speed events, and lvad fault alarms. The events reportedly occurred while the patient was on a specialty bed; however, a specific cause for the events could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively established through this evaluation. The submitted controller event log file contained events from 09may2024 ¿ 10may2024. The file captured several low speed events associated with low flow and low speed advisory/hazard fault flags, as well as two pump stops on (B)(6) 2024. These events also appeared to be associated with lvad internal faults. The first pump stop lasted approximately 1 minute and was also associated with controller internal fault alarms. Several additional low speed events occurred after the pump stops. No other notable events or alarms were captured. Additional log files were submitted after the system controller was exchanged. The controller event log files captured the pump ramping up to the set speed on (B)(6) 2024 within a few minutes of being reconnected to the new controller. However, shortly afterwards multiple low speed events and pump stops were captured. During these events, lvad internal faults and controller internal fault alarms were captured, and motor power was significantly elevated. These events appear similar to the events observed in the previous controller event log file, and often appeared consistent with pump resets due to electrostatic discharge (esd). No other notable events or alarms were captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. This section also explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 6 also contains a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions, including the lvad fault alarm, as well as the appropriate actions associated with them. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. The heartmate 3 lvas patient handbook is also currently available. Section 1, ¿introduction¿, warns that high levels of static electricity may damage or harm the system and may cause your pump to stop. This section instructs that the device should be connected to battery power before performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 4 ¿living with the heartmate 3¿ also contains a section entitled ¿static electricity¿ that lists ways to reduce static electricity. Electrostatic discharge is included in the ¿testing and classification¿ tables of this document. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, the patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1, brand name: corrected. Section d4, primary UDI, serial number and expiration date: corrected. Section b5, relevant patient history. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the cause of the alarms was confirmed to be the bed technology. After extensive investigation, it was felt that the malfunction was due to an electrical interaction from the hospital bed. The bed was removed from the room and there were no further pump stops or lvad fault alarms. The unusual noised from the chest and abdomen also resolved with resolution of the alarms. The patient has a history of arrhythmia before lvad implant, however the specific prior arrhythmia was not specified. The arrythmia in this event was not sustained and did not cause clinical compromise. They were discharged on amiodarone 200mg twice a day.